Event description:
It was reported that after a device changeout procedure, this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited a high out of range shock impedance, greater than 200 ohms. A left bundle branch (lbb) lead was also implanted. Also, the morphology presented as upside down. Troubleshooting was done, and the morphology became upright, but shock impedance was still greater than 200 ohms. Technical services (ts) suspected an issue with the distal coil of this rv lead. Ts attempted to rule out electromagnetic interference (emi). It was noted the patient was occluded and would be given a referral for a possible lead extraction. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.